Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported that liquid had leaked from the alinity m instrument outside the footprint of the instrument. The field service engineer (fse) investigated and found cracked coupling to waste bottle #1. The fse cleaned the inside and exterior of the system solutions drawer. The fse replaced the cracked coupling at the tubing to waste bottle #1. There was no injury or exposure to the reported leak. The customer and fse were wearing personal protective equipment (ppe) during the clean up.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).